Event description:
This senior medical surveillance specialist reviewed information a reporter/layperson gave to a customer care advocate, cca, on (B) (6) 2009. The reporter alleged that the patient/layperson's (daughter's) onetouch ultralink meter result was inaccurately low on (B) (6) 2009 compared to the school nurse's unknown meter. The cca confirmed the result in the meter's memory. The nurse advised her to request a replacement. The reporter alleged the following: the patient's school houses a clinic. The reporter referred to the clinic 'a small tiny hospital' and the meter as 'the hospital meter'. At 11:09 a.m., the patient went to the clinic per school regulation to perform her lunchtime blood glucose test on her ultralink and on the clinic's meter to determine the bolus correction for carbs and blood glucose. Using blood from the same fingerstick, the patient's meter as 131 mg/dl with the nurse's "75 point higher". Because of the difference, the nurse called the hospital doctor (unclear if it was the clinic doctor or a doctor at another hospital) who advised her to base the correction on the clinic's meter result. The reporter does not know the amount of humalog the nurse bolused. When asked if the patient had symptoms before or after the test, the reporter replied, "it would be after when she had high sugar because hers was 131 and the nurse's meter was 75 higher." The cca attempted to clarify and the reporter stated, "by the time she got home from school [4 hours later] she had her snack and can tell symptoms are high." Because the reporter's phone is not in-service, this specialist will send a letter. There is no indication the product contributed to injury as the treatment was part of the patient's daily lunch-time process at school. Because the reporter gave the patient her after school snack on (B) (6), it is highly unlikely she was having symptoms of high blood glucose before the snack. Because the reporter could not perform a control solution test, the complaint is reported due to the variance higher or equal to 30% between the patient's meter, 131 mg/dl and the clinic's, 206 mg/dl (if it was indeed 75 mg more). All product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.